Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports that battery cap was stripped on loaner insulin pump and requested a new battery cap. It was reported that customer had a new insulin pump received a year prior but did not use due to blank screen and receiving high blood glucose when pump is used. Customer declined troubleshooting of new insulin pump since she preferred to use loaner pump. Customer was advised to call regarding possibly keeping loaner pump and sending new insulin pump back. Customer also reports of being hospitalized due to a kidney infection. Customer's blood glucose was 203 mg/dl. No further information provided.